Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that her insulin pump has been alarming no delivery constantly and that her blood glucose has been in the 300 mg/dl and 400 mg/dl range for the past three days. She was also hospitalized over the weekend due to diabetic ketoacidosis. The patient treated via manual insulin injection. The customer stated that she rotates her sites and avoids scar tissue. Her tubing was not bent or kinked either. However, the customer was unwilling to try different infusion sets or cannula lengths. The insulin pump will be returned and replaced.